Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the reportable event of the guide catheter being removed with the use of an additional medical tool.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke and stuck in the stent when it was attempted to be deployed. Subsequently, the guide catheter was removed without dislodgment of the stent. No information was provided as to how was the procedure completed. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g2: user facility reference number: (B)(4). Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the reportable event of the guide catheter being removed with the use of an additional medical tool

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke and stuck in the stent when it was attempted to be deployed. Subsequently, the guide catheter was removed without dislodgment of the stent. No information was provided as to how was the procedure completed. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.